Event description:
The following report was received from the affilate; in 2006 the patient was discharged from the hospital following a ptca procedure and consumed alcohol. The patient developed an acute mi due to dehydration and was transferred to the hospital by ambulance and was in cardiac arrest. A cag was conducted and thrombus was observed inside both cypher stents implanted. To treat the thrombosis at the mid lad, aspiration and poba were conducted. To treat the thrombus at the proximal and distal circumflex, poba was conducted however, the patient did not recover and deceased the next day. Physician's comment: the probable cause of this event might be due to the fact that the patient became dehydrate due to alcohol and ticlopidine hydrochloride administered was a generic drug.

Manufacturer narrative:
This is one of two products being reported for the same event. Please reference manufacturing reports#: 9616099-2006-00817 and 9616099-2006-00818. Please note: device (lot#i0306109) is distributed outiside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.